Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. (4.3.4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer intermittently received inaccurate fill estimates. The insulin gauge decreased to an inaccurate fill estimate of 302 units. Reportedly, the cartridge was filled with 320 units of insulin. The customer's blood glucose reached 100-180 mg/dl. During troubleshooting with tandem technical support it was discovered the customer was loading the cartridges with cold insulin. Reportedly, the customer loaded a new cartridge with room temperature insulin. Multiple attempts were made to follow up with the customer; however all were unsuccessful.

Manufacturer narrative:
The cartridge was filled with 480 units of insulin. The t:flex cartridge user guide states "make sure that insulin is at room temperature before filling the cartridge."